Event description:
The customer reported a motor error alarm. The blood glucose reading was 62 mg/dl. The insulin pump was not exposed to a high magnetic field. The patient was assisted with clearing the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. No motor position encoder error alarm could be verified due to an overwritten history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.